Event description:
Healthcare professional reported left side "flat". During explant surgery "the patient was found to have a tight inferolateral capsular contracture". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and one curved opening. A microscopic analysis and leak test were performed which identified one sharp opening. A dimension measurement of the shell was performed which identified the thickness was within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side patch/shell bond edge assessed as unidentified (tear) opening. Additional, changed, or corrected data. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "flat". The device remains implanted.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side "flat". During explant surgery "the patient was found to have a tight inferolateral capsular contracture". The device has been explanted.

Event description:
Healthcare professional reported left side "flat". During explant surgery "the patient was found to have a tight inferolateral capsular contracture". Capsular contracture baker grade iii. The device has been explanted.